Event description:
It is reported that the patient is still unable to completely walk, and his surgery took place one year ago next month. Patient is following up with surgeon. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a phone call from a patient, inquiring as to whether or not his implant was durom-related. He indicated that his documentation stated that he has a trabecular metal shell. The patient allegedly still can not completely walk after approximately 11 months post surgery. He declined to provide contact information. The patient voiced that he would just follow-up with his surgeon. There was no other information provided for this case. Cause can not be definitely determined. No product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.